Event description:
It was reported that the patient presented in clinic for routine follow up post implant. The left ventricular lead exhibited loss of capture in all the 10 vectors. While testing the lead the patient experienced dizziness and light headedness. Programming changes were recommended. Upon x- ray the lead was found to be dislodged. The patient was in stable condition. Lead revision was discussed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information noted that the patient declined to have a procedure performed at this time. The patient was in stable condition.